Event description:
It was reported that the patient¿s stimulator started ¿acting up¿ around (B)(6) 2014. It was indicated for pain in the right leg. It started causing pain in both legs. Eventually it caused pain in intestines and it was a painful experience. The patient also experienced tingling, shocking, and dizziness. The patient went to her healthcare provider (hcp) at the end of august, and saw the hcp and a manufacturing representative at an imaging center in (B)(6) 2014. They checked the device and a ¿call your doctor¿ screen appeared. It was noted that an elective replacement indicator (eri) and end of life (eol) were seen, but the exact dates for when these occurred were unknown. The hcp realized the battery was about 9 years old and needed to be replaced. When the hcp was going to replace the implant, x-ray showed that one of the electrodes turned, and that it had been that way for a while. It was not programmed and there was one appropriate epidural lead, which seemed to have been adequately covering her chronic right leg pain. There was no known accident or incident related to the complaint. The patient never had problems with the stimulator before that. The patient thought the pain was because the implantable neurostimulator (ins) was depleted. ¿yes, you can tell that.¿ it was noted that they replaced the battery on (B)(6) 2014. It was unclear to the hcp exactly what the problem was that was causing her symptoms. After the battery was replaced there was no resolution of this problem. Another possibility was that the intrathecal lead might be causing physical impact on the spinal cord with certain positions or activities leading to her perception of sever more global pain. She might also have some new problem entirely independent of her spinal cord stimulator, such as a central nervous system tumor. Overall, the hcp thought it was most likely that the intrathecal lead was related to her symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# j0555268v, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).